Event description:
It was reported that (1) device was used during a hemicolectomy. It was reported by the affiliate that the cdh33 instrument stapling mechanism didn't work properly or even at all. There was no consequence to the pt.